Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that transient elevated pump powers had occurred post-implant. The patient¿s blood pressure and lactate dehydrogenase (ldh) levels were normal and the patient felt fine. An echocardiogram performed on (B)(6) 2017 showed eccentric hypertrophy, estimated lv ejection fraction less than 10%, an enlarged right ventricle with severely depressed systolic function, bi-atrial enlargement, estimated systolic pulmonary artery pressures greater than 30 mmhg, and mild aortic regurgitation, moderate mitral regurgitation and mild tricuspid regurgitation. There was no evidence of pericardial effusion, intra-cavity mass, thrombi, or vegetation. The aortic valve did not open and the septum was midline. It was reported on (B)(6) 2017 that no changes had been made to the patient¿s medication or lvad operating parameters. The patient was reportedly doing well and was still in the hospital post-implant. A system controller log file from (B)(6) 2017 was reviewed and compared to a log file from (B)(6) 2017 by a representative of the manufacturer¿s technical services. It was observed that the pump power appeared to be more stable, although power values were higher than the earlier log file. A ramp echocardiogram on (B)(6) 2017 showed the pump working appropriately and the patient¿s ldh was within normal limits. Log file review revealed an increase in pump powers over time. This type of trajectory in past experience has been linked to the potential presence of thrombus. By (B)(6) 2017 the elevated powers continued. It was reported that it was still undetermined by the patient¿s clinicians if thrombus was present. The patient was reportedly still doing well with the possibility of discharge from the hospital on (B)(6) 2017. Persantine was added to the patient¿s anticoagulation regimen. On (B)(6) 2017 it was reported that the patient was still doing great; however pump powers were elevated again but the ldh level was baseline. On (B)(6) 2017 it was reported that the patient was discharged. The patient was seen in the clinic on (B)(6) 2017 and reportedly looked good. Transient pump power elevations continue. The patient remains on dobutamine that had been initiated on an unspecified date. The patient continues to be monitored. No additional information was provided.

Manufacturer narrative:
The report of elevations in pump power/estimated flow was confirmed via the submitted system controller log files. A specific cause for the patient's elevated lactate dehydrogenase (ldh) could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.